Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was a problem unloading the device and its component broke off, wherein when trying to cycle the device, the device made a "funny" sound, was able to close, but not open, reload locked into an articulated angle, and the device fired. The reload then locked into closed and fired, was not able to retract the knife blade or open the jaws. After inspecting the product, the adapter indicator lane showed that the adapter was attached, but had a black background, the reload lane showed to attach a reload. There was no patient involvement .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.